Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a mitral valve reconstruction procedure, the left ventricular (lv) lead was explanted and replaced as it was dislodged due to twiddler's syndrome. The procedure was completed with no adverse patient consequences.